Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an issue being not able to see the screws. The screw driver would navigate but no screw was present on screen. Logging in and out was able to resolve the issue. The manufacturer representative was able to see a screw selection button. The representative was able to select solera and navigation then functioned normally. There was less then an hour delay to the procedure. It is unknown what impact that this had on the patient.